Event description:
It was reported that the device and leads were explanted due to infection. The patient was stable. The device and lead were replaced during a subsequent surgery; there were no adverse consequences.

Event description:
It was reported that the device and leads were explanted due to infection. The patient was stable and device and lead replacement were anticipated; there were no adverse consequences. Related manufacturer reference number: 2017865-2021-40230, 2017865-2021-40231, 2017865-2021-40233.